Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was getting an error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. It was not confirmed that the epg battery was not making good contact with the battery plate. It was indicated that multiple screws were over torqued or loose. It was also indicated that a wire on the power cable was damaged. It was also indicated that the hanger was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was displaying a self-test error, because the batteries were not making good contact with the battery plate. The epg was returned for service. There was no patient involvement.